Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿

Event description:
The complainant reported that a patient developed an access site bleed following removal of the introducer and advancement of the repositioning sheath. Two purse string sutures were added to achieve hemostasis at the site. Roughly five days into support, the patient suffered an ischemic stroke. Support continued for two more days, at which point the decision was made to withdraw care and that patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding and stroke/cva has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding is determined to be use issue because the hemostasis was achieved by placing 2 additional purse string sutures. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details.